Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection of demo return, the cardiosave intra-aortic balloon pump (iabp) had a broken doppler tether. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found non-retracting doppler tether. Replaced doppler tether (d997-00-0596). This corrected issue. Device returned to service and cleared for demo use only.

Event description:
N/a.